Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820125) on 03-dec-2018. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("cramps"), musculoskeletal pain ("muscular and joint pain"), insomnia ("insomnia"), lithiasis ("calculus"), renal disorder ("kidney problems"), pain ("lot of pain on daily basis"), arthralgia ("joint pain"), general physical health deterioration ("health state was worsening day by day"), eczema ("eczema"), skin disorder ("skin problems"), disturbance in attention ("difficulty concentrating") and ear infection ("ear infections"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain lower, musculoskeletal pain, insomnia, lithiasis, renal disorder, arthralgia, eczema, skin disorder, disturbance in attention and ear infection outcome was unknown and the pain and general physical health deterioration had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, disturbance in attention, ear infection, eczema, general physical health deterioration, insomnia, lithiasis, musculoskeletal pain, pain, pelvic pain, renal disorder and skin disorder with essure. The reporter commented: essure had been placed a few years prior to this report. Clinical sequelae and current status of the patient or person involved: hospitalisation for removal - lot of pains on daily basis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018 with follow up received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), abdominal pain lower ("cramps"), musculoskeletal pain ("muscular and joint pain"), insomnia ("insomnia"), lithiasis ("calculus"), renal disorder ("kidney problems"), pain ("lot of pain on daily basis"), arthralgia ("joint pain"), general physical health deterioration ("health state was worsening day by day"), eczema ("eczema"), skin disorder ("skin problems"), disturbance in attention ("difficulty concentrating") and ear infection ("ear infections"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, musculoskeletal pain, insomnia, lithiasis, renal disorder, arthralgia, eczema, skin disorder, disturbance in attention and ear infection outcome was unknown and the pain and general physical health deterioration had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, disturbance in attention, ear infection, eczema, general physical health deterioration, insomnia, lithiasis, musculoskeletal pain, pain, pelvic pain, renal disorder and skin disorder with essure. The reporter commented: essure had been placed a few years prior to this report. Clinical sequelae and current status of the patient or person involved: hospitalisation for removal - lot of pains on daily basis quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-14662) which will be deleted from bayer safety database after all information was transferred to this case (B)(4) (retained case). New: follow up information was received via health authority on (B)(6) 2019: new events added: arthralgia, disturbance in attention, ear infection, eczema, pain, renal disorder and skin disorder. Essure was removed on (B)(6) 2019. Hospitalisation for removal - lot of pains on daily basis. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramps"), musculoskeletal pain ("muscular and joint pain"), insomnia ("insomnia"), lithiasis ("calculus") and general physical health deterioration ("health state was worsening day by day"). At the time of the report, the pelvic pain, abdominal pain lower, musculoskeletal pain, insomnia and lithiasis outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for abdominal pain lower, general physical health deterioration, insomnia, lithiasis, musculoskeletal pain and pelvic pain with essure. The reporter commented: essure had been placed a few years prior to this report. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.